Event description:
It was reported that the distance markers on the infusion line were coming off. No pt complications were reported. Two devices reported and 2 sealed units were returned for evaluation.

Manufacturer narrative:
The devices were returned and evaluated. Unit 1 and 2: customer report was confirmed. All catheter body markers partially came off. The black markers could be easily removed from catheter body. Two sealed units were returned from the same lot number and were examined. The markers were visible in good shape, but they could be easily removed or flaked off.